Event description:
The customer reported to olympus, that the image was not displayed on the endoeye deflectable videoscope. The issue was found during preparation for use before the therapeutic procedure. There was no delay and the procedure was completed with a machine swap. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on bending section cover had a chip; insertion pipe had a scratch; and venting connector of light guide connector was loose. Due to damage on the charged coupled device unit, the image noise occurred and the image cannot be seen temporary. Due to a pinhole on bending section cover, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on forceps elevator lever, the bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "inspection methods for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.